Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cable/cord/wiring was damaged, the device displayed an e2 error code, the control and motor were defective and the hose was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was heating very quickly while in use with the console device and reducer device. According to the report, the console device ran at abnormal speeds while the reducer device ran two times faster than the normal speed while in use with the motor device. The event was not related to surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.